Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited non-sustained right ventricular over-sensing episodes due to loss of capture. The capture threshold was higher than the programmed output. Programming changes were made. The patient was in stable condition.